Event description:
The pt went to surgery for placement of perm-a-cath. Initially, a guidewire was attempted to be placed using the c-arm. As the guidewire was not going in, the physician elected to try the bard hemodialysis catheter. The tip in the guidewire dislodged in the subcutaneous tissue in the upper chest.